Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to fractured femoral component after patient reported fall. The operative notes confirm that the femoral component and polyethylene bearing were removed and replaced.

Event description:
It was reported patient underwent a knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to fractured femoral component after patient reported fall.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Mostly cause to fracture is due to patient fall. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation/loosening, migration/subsidence, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."